Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62812. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had developed a late onset choroidal hemorrhage in the left eye and had been referred to retina for a b scan and evaluation. Treatment was provided as b scan in order to watch and monitor the resolution of choroidal hemorrhage. Patient was put back on glaucoma drops. The event is resolving. The device remains implanted at this time.